Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported a false negative result of a sample when tested with biotestcell-i11 on tango optimo s/n #(B)(4). The sample was rerun on tango optimo s/n # (B)(4) and yielded correct positive results with cell #2 and cell #8 of biotestcell-i11. The final result was anti-k. The customer returned neither the supposedly defective product nor the sample that had caused a false negative test result. Therefore our quality control laboratory tested their retained sample of biotestcell-i11 with different samples and controls on tango optimo, including an anti-k. All positive and negative reactions were correct. We did not observe any false negative reaction. Testing by our quality control laboratory confirmed that the allegedly defective lot of biotestcell-i11 correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. The affected tango optimo was inspected by our field service engineers. During this service visit, the wash manifold was replaced. Upon performing preventive maintenance per checklist, the qc runs were passed with acceptable results. The instrument is working within its specifications.

Manufacturer narrative:
This is our initial report on this incident.

Event description:
The customer reported a false negative result of a sample when tested with biotestcell-i11 on tango optimo s/n #(B)(4). The sample was rerun on tango optimo s/n # (B)(4) and yielded correctly positive results with cell #2 and cell #8 of biotestcell-i11. The final result was anti-k. The customer returned neither the supposedly defective product nor the sample that had caused a false negative test result. Therefore our quality control laboratory tested their retained sample of biotestcell-i11 with different samples and controls on tango optimo, including an anti-k. All positive and negative reactions were correct. We did not observe any false negative reaction. Testing by our quality control laboratory confirmed that the allegedly defective lot of biotestcell-i11 correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. The affected tango optimo was inspected by our field service engineers. Root cause analysis is still ongoing.